Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 560mg/dl with polydipsia, nausea, and small ketones, associated with an alleged loss of power. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed a replace battery alarm was in the alarm history, and the pump powered on appropriately after a battery change. The patient alleged the pump powered off while they were asleep. The patient was educated the pump will power off after a replace battery alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.